Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation results were reported in the initial medwatch report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. Device was received for evaluation (date unspecified). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Service center waldenburg reports, the service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The power modules were both opened and checked, remaining liquids were found on the electronic components. The two power modules 05,001,202 sn (B)(4) and (B)(4) must be replaced for safety. As described in the instructions, the power module should not be washed, disinfected, or sterilized. During the pre-repair diagnostic assessment the service technician identified the following failure code: _eay_ handling faulty, ea_ exchange, replacement and identified the probable root cause: _cazb_ control unit not functioning, defective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the power tool did not stop when drilling intra-operatively although the trigger had been released. This is report 3 of 3 for (B)(4).